Event description:
It was reported that the patient complains of pain since first fitting; she feels pain around the implant zone, the skin turns red. At times, the patient feels pain even if she does not use her speech processor. She is not using her processor at this time. A weak magnet coil was tried, but the same symptoms were experienced.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.